Event description:
The device was used during an unspecified procedure. Reportedly, the staples were missing and some bleeding occurred. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.